Event description:
It was reported powered wheelchair drive wheel (left) became stuck in a raised position while the patient was descending a ramp. As a result, the patient lost control of the wheelchair and ran into the railing.